Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the calcified, moderately tortuous proximal left circumflex (lcx) artery. The physician attempt to place the 2.75x35 mm taxus express2 drug eluting stent but was unable to cross the lesion. When the device was removed, the physician noticed the stent was lifted up. The procedure was completed with another taxus stent. No patient complications were reported. Patient status reported as "good".